Event description:
Femoral line tubing at the cardiac filter was noted to be leaking-bed wet and femoral line backing up with blood. Unsure if patient received full dose. Tubing replaced-no leaking noted-femoral line flushed and able to aspirate blood.

Event description:
Femoral line tubing at the cardiac filter was noted to be leaking-bed wet and femoral line backing up with blood. Unsure if patient received full dose. Tubing replaced-no leaking noted-femoral line flushed and able to aspirate blood.